Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an impedance warning, the unipolar impedance was higher than the bipolar impedance, the bipolar thresholds were high, and the lead's impedance was low. The lead remains in use. No patient complications have been reported as a result of this event.